Event description:
As reported by the user facility. Customer reports: nurse set to infuse 25ml of study drug over 1 hour. Returned near end time in preparation to draw blood and noted bag was still full. Noted roller clamp was closed, alarm not ringing, pump running and counting down as if infusing. No pt injury.

Manufacturer narrative:
(B)(4). The actual device has been received and the investigation is ongoing at this time. A follow up report will be provided when the investigation results become available. (B)(4).